Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the patient's appointment was reschedul ed to this friday,(B)(4). Additional information was received from the patient via manufacturer's representative. It was reported that the patient was non-compliant and did not maintain charge. It was reported a jump start occurred and power-on-reset (por) was cleared. It was reported the patient let the battery discharge. Issue is resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins). It was reported that patient was getting the 'reposition antenna' screen on the programmer and the 'poor communication' screen on the programmer. Patient stated that it has gotten harder to charge his implant over the last month and a half. Patient added that he has lost 70lbs over the last year and he has a "good bit of discomfort" at the implant site and noticed that the implant moves around some since losing weight. Patient said he has tried connecting with his programmer as well both with and without the antenna cord attached with no success. Patient successfully charged the device the week before the last. Patient was redirected to hcp. On (B)(6) 2018, rep reported that patient's ins was in overdischarge because of no charging. Rep was unable to connect with recharger and patient's appointment was on (B)(6) to jumpstart the device. Rep sated that patient did not mention any other issue to her except that the battery is difficult to charge. She stated that the hcp whom the patient will be seeing on (B)(6) is not determined yet. Rep did not have any further info at this time. No further complications were reported/anticipated.